Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Device history record (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a problem with ablation/correction for a patient's left eye. Astigmatism in the lasered axis was higher then before. The doctor did not detect an error. Topography shows that only sphere portion was removed. The patient was fixating badly which caused some interruptions during the procedure.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated the patient will have to be re-treated.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. Logfile review was performed by technical support and found no issue. Logfile review showed interruptions because patient had not fixed the fixation light correctly. No malfunction or contributing factors found. Device worked as intended. No technical root cause was identified. Device worked as intended. The manufacturer internal reference number is: (B)(4).